Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 4 and 24 hours. It was also mentioned that the cannula moved from the site which caused the cannula to become bent. Symptoms reported include hyperglycemia, vomiting, dizziness, and lethargy. The patient was treated with IV(intravenous) fluids and insulin drip. The patient was still in the hospital. The pod was worn when seeking medical attention. The old pod was thrown away.